Event description:
It was reported that burr separation occurred. The target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery (lad). A 1.75mm rotapro was selected for use in the percutaneous coronary intervention (pci) procedure. The rotapro was prepped and platformed at 165000rpm outside the patient. During the procedure, the rotation speed was at 165000rpm. Upon the last ablation, the burr detached at the proximal to the burr from the shaft while the burr was still inside the patient and the device stalled. The burr was pulled out with the rotawire and the procedure was completed with this device. The procedure was completed with this rotapro device. There were no patient complications and the patient was stable condition post procedure.

Event description:
It was reported that burr separation occurred. The target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery (lad). A 1.75mm rotapro was selected for use in the percutaneous coronary intervention (pci) procedure. The rotapro was prepped and platformed at 165000rpm outside the patient. During the procedure, the rotation speed was at 165000rpm. Upon the last ablation, the burr detached at the proximal to the burr from the shaft while the burr was still inside the patient and the device stalled. The burr was pulled out with the rotawire and the procedure was completed with this device. The procedure was completed with this rotapro device. There were no patient complications and the patient was stable condition post procedure.

Manufacturer narrative:
Correction to field h8: usage of device initially reported as reuse and corrected to initial use. Device evaluated by manufacturer: the returned device consisted of the rotapro atherectomy system. The device was received with the burr separated. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the coil had been stretched at the point of detachment from the burr. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device would not gain any speed and stalled. In order to determine the cause of the stall, destructive testing was performed in which the advancer was dismantled and the interior components were examined. Inspection of the interior components did not identify any damages or defects attributable to the device stall. Product analysis confirmed the reported event, as the burr was received detached from the coil, and the coil was stretched at the point of detachment.